Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had the implantable neurostimulator removed in 2005, (B)(6) after implantation, due to the device having caused "nerve damage." The patient felt pain down the leg and could not walk. No further details or patient outcome were provided. A follow-up report will be filed if additional information becomes available.